Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One used indistinguishable 6 fr glidesheath device was returned for evaluation. The returned device were subjected to decontamination. Visual analysis of the device found remnants of dried body fluids on the cap of the sheath's hub. There were no kinks, bends or scratches visible with the unaided eye. Functional testing was then performed to identify where a leak would occur on this device. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock was then closed and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The sheath with the side tubing and 3wsc were all submerged under tap water for approximately 30 seconds no air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. Bubbles were detected after within seconds of re-submerging the device. The dilator was then removed and the assembly was submerged for a third and final time. A small air bubble was found forming on the valve. The cross cut valve was then dissected from the hub of the sheath to see if any damage had been sustained to the valve, which may have caused leakage. A discoloration could be seen on the top of the valve. Upon viewing, the top slit blood like substance was observed along with what appeared to be a missing section of the slit. The discoloration could also be seen on the bottom side. The slit on the bottom side of the valve was then viewed under microscopy. The slit appeared gnarled as though two slits were had formed on the valve and neither perforated through to the bottom. There was evidence of tearing within the valve structure. The complaint could be confirmed since bubble formation was detected around the valve. A leak test with 4.3psi of air could replicate the alleged leak with the dilator inserted. Visual analysis found no gross anomalies with the unaided eye. There were remnants of dried body fluid, which is expected with a used device. The leakage was likely due to the valve damage that was observed under microscopy. The cause of the valve damage remains unknown but could be due to "forced dilator insertion missing the valve center may cause valve damage resulting in blood leakage" or rapid removal of the dilator which the IFU warns against. This type of failure would have been found during the manufacturing process as the device is subjected to leak testing during the manufacturing process. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI number: not available due to the unknown lot number. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Product specific trending for the past three years shows there has been three similar reports. The user facility reported a similar event from the same product code. See MDR 1118880-2017-00051. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leaking. The following information was provided by the user facility: they experienced leaking with two sheaths; and they said they had to exchange the sheaths during the procedure. Additional information was received on july 24, 2017. Blood loss was less than 250 cc. The patient was stable. The procedure outcome was successful. They exchanged the sheath that was leaking for a new sheath.